Event description:
It was reported by the surgeon that a crossfire insert was found broken inside the pt. This pt had his first surgery on 2003, and had a revision surgery lately on (B)(6) 2012. The insert was removed from the pt in that chance and replacing for another insert crossfire (2041c-2846).

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.